Event description:
Reportedly, the subject pacemaker was returned from the customer, who did not want to keep it in consignment because it was in unipolar configuration.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was returned from the customer, who did not want to keep it in consignment because it was in unipolar configuration.